Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the pt's right arm, from the brachial artery to a previously placed graft. On (B)(6) 2011, a thrombectomy and an angioplasty were performed. A stent was placed in outflow.